Event description:
Information received by medtronic indicated a high blood glucose level of 408 mg/dl. The customer treated hyperglycemia with manual injections. The customer was assisted with troubleshooting. Customer alleged insulin pump was under delivering due to insulin pump was not giving proper insulin. The customer was using the insulin pump 48 hours prior to the incident. The auto mode feature was activated. No further complications were reported. The customer discontinued using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. Case type =ngp. Customer complained on october 03, 2022 the insulin pump is under delivering and experiencing high bgs. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test test at 0.0874 inches. No under delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed 4.2 units of normal bolus was delivered on march 10, 2022 between 12:43 am and (10:12 pm). Confirmed no delivery alarms on march 10, 2022 08:23 pm on event date in history files and occurred during priming. Insulin pump error esf#2014801 file#603 line#6950 occurred on march 10, 2022 08:24 pm on event date in history files. The electronic assemblies and motor assemblies were inspected and found evidence of moisture damage on the electronic stack, and force sensor. Unable to perform force sensor test due to moisture damage on force sensor pins. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, broken belt clip rails, fading serial label, keypad overlay texture damage . The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Insulin pump error was confirmed due to being found in history trace files and software defect. Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer alleged that insulin pump was under delivering as insulin pump was not giving them proper insulin. The insulin pump was returned for analysis.